Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device had no telemetry or output. The device case was opened and visual inspection noted no irregularities. An external power source was attached to the device and the device was found to be operating in safety core. Analysis concluded that the no telemetry or output condition is suspected to have been caused by electromagnetic interference (emi) or electrical overstress (eos) during the colonoscopy procedure. However, the exact cause of the failure remains unknown.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was noted to be markedly bradycardic with a rate of 25-30 bpm following a colonoscopy with polyp removal. There were no reports of syncope or asystole during the patient¿s pre and post-operative monitoring. The patient was hemodynamically stable although had reported 2-3 months of dyspnea. Attempts to interrogate the device were unsuccessful and magnet application did not result in asynchronous pacing as expected. The patient was hospitalized and the device was explanted and replaced.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.